Manufacturer narrative:
Concomitant medical products: concomitant therapies: juvéderm® volbella¿ with lidocaine. (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "induration," "allergic reaction in the injected areas," "itching," "inflammation," "major inflammation," and suspected "biofilm" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Warnings do not re-use. Sterility of this device cannot be guaranteed if the device is re-used.

Event description:
Healthcare professional reported patient was injected with juvéderm¿ voluma¿ in the marionette lines and juvéderm ultra¿ in the perioral area. Approximately 2 months later, patient was injected with juvéderm® volbella¿ with lidocaine in the "upper lips" area and juvéderm® volift¿ with lidocaine in the marionette lines. 2 weeks later, the "injection was finished in the marionette lines and upper lips.¿ prior to injection, an ¿infraorbital block with lidocaine 1%¿ was applied. Approximately 4 months later, patient presented with upper lip itching. About a month later, patient presented with inflammation in the injected areas (upper lips and marionette lines), ¿major inflammation¿ in the upper lip and nasogenian grooves, induration at the injected areas. Event was also described as an ¿allergic reaction in the injected areas.¿ healthcare professional treated patient with 1 bottle of intramuscular celestone. Two days later, treatment with ¿ultrasound¿ was initiated, once a week, to decrease induration. Symptoms have partially resolved; induration remains. Patient was taking t4 concomitantly for their hypothyroidism. Allergan healthcare professional reviewed the event information and stated, ¿for the signs, symptoms and onset date, it is very likely to be a biofilm event and not an allergic reaction as mentioned.¿ at that time, the allergan healthcare professional had not spoken with the healthcare professional. This is the same event and the same patient reported under MDR ID #3005113652-2018-00539 (allergan complaint # 1625593), MDR ID #3005113652-2018-00541 (allergan complaint # (B)(4)), and MDR ID #3005113652-2018-00542 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine.

Event description:
Healthcare professional indicated patient was never injected with with juvéderm¿ voluma¿ in the marionette lines and juvéderm ultra¿ in the perioral area; it was only a consultation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Further follow up with the healthcare professional revealed treatment of hyaluronidase was given approximately a month after the "ultrasound" was initiated. Symptoms have not resolved at this time.